Event description:
It was reported that a sphere 9 catheter was used during a ventricular tachycardia ablation, during which a saline bag emptied, a bubble alert occurred, and the irrigation pump stopped while radiofrequency energy was in use. The  catheter was removed and flushed with saline to eliminate possible air bubbles. After removal, foreign material described as scar tissue originating from the left ventricle was observed adhered to the catheter tip and could not be removed with saline flushing, so the catheter was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.